Manufacturer narrative:
One device was returned for analysis. A functional test was performed and the reported issue was not duplicated. The pump was found to be within manufacturing specifications. The cause of the reported was unknown. As a result, no further actions were taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3 unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed volume test three times at values of 18.415 ml, 8.087 ml, and 18.347 ml. Troubleshooting was performed with no success. The event occurred during testing; no patient injury was reported.